Event description:
Planned revision surgery for a primary accolade being removed for loosening and restoration modular inserted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.